Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('reproductive system disorder or condition type of disorder or condition: endometriosis') in a 22-year-old female patient who had essure (batch no. B61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, colposcopy, corpus luteum cyst, ovarian enlargement, bladder spasm, suprapubic pain, preterm labor, polycystic ovarian syndrome, spontaneous abortion, epidural anesthesia, episiotomy, colposcopy, back pain, parity 1, multigravida, cervical dysplasia, lumbosacral disc herniation, pre-eclampsia, normal delivery (live child), hives, premature delivery (history of premature delivery at 35 weeks), discomfort, ovarian surgery, appendectomy, motion sickness, pneumonia, wisdom teeth removal, d & c, aortic disorder and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included irregular periods, abdominal pain, epigastric pain, gastritis, burning sensation, abdominal pain upper, ovarian cyst ruptured, polycystic ovary, hair loss, shortness of breath, tachycardia, suprapubic pain, acute bronchitis, tenderness, fever, chills, sweaty, chest pain, ruq pain, auscultation, ulcer nos and rash. Concomitant products included aloe vera latex, ascorbic acid, clarithromycin (biaxin), colecalciferol (cholecalciferol), cyclobenzaprine hydrochloride, ethinylestradiol;etonogestrel (nuvaring), hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, naproxen and terbutaline sulfate. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)/ interanl during intercourse"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adnexa uteri pain ("area outside of fallopian tube"), hypersensitivity ("allergic or hypersensitivity reaction"), endometriosis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pelvic pain ("pelvic pain/chronic pain"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have hepatic enzyme increased ("increased liver enzymes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, vaginal discharge, migraine, endometriosis, nausea, fatigue, weight increased and alopecia had resolved and the adnexa uteri pain, hypersensitivity, bladder disorder, urinary tract disorder, hepatic enzyme increased, pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hepatic enzyme increased, hypersensitivity, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy - date(s) of insertion: (B)(6) 2014, (B)(6) 2013 insertion details-trailing coils: 4 on left, 7 on right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (as per pfs) result-total bilateral occlusion. (As per mr) impression: status post essure coil placement with complete obstruction of both fallopian tubes. Total fluoroscopy time 24 seconds.. Pregnancy test - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2013: 1. Single intrauterine gestation with crown rump length of 6 mm corresponding to a gestational age of 6 weeks 3 days and estimated date of confinement of (B)(6) 2014. 2.7.0 cm maximum diameter minimally complex left ovarian cyst.; on (B)(6) 2014: impression: 1. Small amount of fluid within the endometrial cavity with a hyperechoic 5 mm ovoid lesion in the endometrium as well. This could represent an endometrial polyp or clotted blood. 2. Dominant left ovarian follicle with an appearance suggesting involution. 3. Prominent right sided periuterine venous varicosities. Pelvic congestion should be considered.. Ultrasound biliary tract - on (B)(6) 2014: impression: upper abdominal pain; gastritis; vomiting.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometriosis, dysmenorrhea, nausea, dyspareunia,hair loss, fallopian tube pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Events added: pelvic pain, abdominal pain and back pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('reproductive system disorder or condition type of disorder or condition: endometriosis') in a 22-year-old female patient who had essure (batch no. B61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, colposcopy, corpus luteum cyst, ovarian enlargement, bladder spasm, suprapubic pain, preterm labor, polycystic ovarian syndrome, spontaneous abortion, epidural anesthesia, episiotomy, colposcopy, back pain, parity 1, multigravida, cervical dysplasia, lumbosacral disc herniation, pre-eclampsia, normal delivery (live child), hives, premature delivery (history of premature delivery at 35 weeks), discomfort, ovarian surgery, appendectomy, motion sickness, pneumonia, wisdom teeth removal, d & c, aortic disorder and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included irregular periods, abdominal pain, epigastric pain, gastritis, burning sensation, abdominal pain upper, ovarian cyst ruptured, polycystic ovary, hair loss, shortness of breath, tachycardia, suprapubic pain, acute bronchitis, tenderness, fever, chills, sweaty, chest pain, ruq pain, auscultation, ulcer nos and rash. Concomitant products included aloe vera latex, ascorbic acid, clarithromycin (biaxin), colecalciferol (cholecalciferol), cyclobenzaprine hydrochloride, ethinylestradiol;etonogestrel (nuvaring), hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, naproxen and terbutaline sulfate. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)/ interanl during intercourse"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adnexa uteri pain ("area outside of fallopian tube"), hypersensitivity ("allergic or hypersensitivity reaction"), endometriosis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have hepatic enzyme increased ("increased liver enzymes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, vaginal discharge, migraine, endometriosis, nausea, fatigue, weight increased and alopecia had resolved and the adnexa uteri pain, hypersensitivity, bladder disorder, urinary tract disorder and hepatic enzyme increased outcome was unknown. The reporter considered adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hepatic enzyme increased, hypersensitivity, migraine, nausea, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy - date(s) of insertion: (B)(6) 2014, (B)(6) 2013 insertion details-trailing coils: 4 on left, 7 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: (as per pfs) result-total bilateral occlusion. (As per mr) impression: status post essure coil placement with complete obstruction of both fallopian tubes. Total fluoroscopy time 24 seconds.. Pregnancy test - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2013: 1. Single intrauterine gestation with crown rump length of 6 mm corresponding to a gestational age of 6 weeks 3 days and estimated date of confinement of (B)(6), 2014. 2.7.0 cm maximum diameter minimally complex left ovarian cyst.; on (B)(6) 2014: impression: 1. Small amount of fluid within the endometrial cavity with a hyperechoic 5 mm ovoid lesion in the endometrium as well. This could represent an endometrial polyp or clotted blood. 2. Dominant left ovarian follicle with an appearance suggesting involution. 3. Prominent right sided periuterine venous varicosities. Pelvic congestion should be considered. Ultrasound biliary tract - on (B)(6) 2014: impression: upper abdominal pain; gastritis; vomiting. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometriosis, dysmenorrhea, nausea, dyspareunia,hair loss, fallopian tube pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('abnormal bleeding (general)') and endometriosis ('reproductive system disorder or condition type of disorder or condition: endometriosis') in a (B)(6) female patient who had essure (batch no. B61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, colposcopy, corpus luteum cyst, ovarian enlargement, bladder spasm, suprapubic pain, preterm labor, polycystic ovarian syndrome, spontaneous abortion, epidural anesthesia, episiotomy, colposcopy, back pain, parity 1, multigravida, cervical dysplasia, lumbosacral disc herniation, pre-eclampsia, normal delivery (live child), hives, premature delivery (history of premature delivery at (B)(6)), discomfort, ovarian surgery, appendectomy, motion sickness, pneumonia, wisdom teeth removal, d & c, aortic disorder and appendicitis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included irregular periods, abdominal pain, epigastric pain, gastritis, burning sensation, abdominal pain upper, ovarian cyst ruptured, polycystic ovary, hair loss, shortness of breath, tachycardia, suprapubic pain, acute bronchitis, tenderness, fever, chills, sweaty, chest pain, ruq pain, auscultation, ulcer and rash. Concomitant products included aloe vera latex, ascorbic acid, clarithromycin (biaxin), colecalciferol (cholecalciferol), cyclobenzaprine hydrochloride, ethinylestradiol; etonogestrel (nuvaring), hydrocodone, hydrocodone bitartrate; paracetamol (norco), ibuprofen, naproxen, paracetamol (acetaminophen) and terbutaline sulfate. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)/ internal during intercourse"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adnexa uteri pain ("area outside of fallopian tube"), hypersensitivity ("allergic or hypersensitivity reaction"), endometriosis (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have hepatic enzyme increased ("increased liver enzymes"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, vaginal discharge, migraine, endometriosis, nausea, fatigue, weight increased and alopecia had resolved and the adnexa uteri pain, hypersensitivity, bladder disorder, urinary tract disorder and hepatic enzyme increased outcome was unknown. The reporter considered adnexa uteri pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hepatic enzyme increased, hypersensitivity, migraine, nausea, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Insertion details-trailing coils: 4 on left, 7 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2014: (as per pfs) result-total bilateral occlusion. (As per mr) impression: status post essure coil placement with complete obstruction of both fallopian tubes. Total fluoroscopy time 24 seconds. Pregnancy test - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2013: single intrauterine gestation with crown rump length of 6 mm corresponding to a gestational age of 6 weeks 3 days and estimated date of confinement of (B)(6) 2014. 2.7.0 cm maximum diameter minimally complex left ovarian cyst.; on (B)(6) 2014: impression: small amount of fluid within the endometrial cavity with a hyperechoic 5 mm ovoid lesion in the endometrium as well. This could represent an endometrial polyp or clotted blood. Dominant left ovarian follicle with an appearance suggesting involution. Prominent right sided periuterine venous varicosities. Pelvic congestion should be considered. Ultrasound biliary tract - on (B)(6) 2014: impression: upper abdominal pain; gastritis; vomiting. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: endometriosis, dysmenorrhea, nausea, dyspareunia,hair loss, fallopian tube pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: reporters were added. Lot no. Was added. Patient's demographic was added. Case become incident, previously added injury nos was replaced with abnormal bleeding (general) & new events allergic or hypersensitivity reaction, bladder or urinary problems or changes, migraines / headaches, endometriosis, nausea, dysmenorrhea, dyspareunia, fallopian tube pain, vaginal discharge, fatigue, weight gain, hair loss were added. Liver enzyme elevated. Concomitant conditions & drugs were added. Historical conditions were added. Lab tests were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.